Event description:
It was reported that the customer's device would no longer recognize a connection through the defibrillation electrodes. This was not discovered during a patient event and only during testing.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.